Manufacturer narrative:
Customer support collected product surveillance information. Customer support explained the pump would need to be sent to biomed, with the details of what had occurred. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the complaint was received through a direct call from the customer to the emergency support program and no repair information was provided.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. An rn in the micu, called with a balloon pump that had shut down. She stated the pump made a loud screeching noise, gave an internal communication failure alarm, and then turned off. When asked if the pump was currently pumping, she stated they had changed to another pump without issue. Rn denied any other issues or alarms on the pump prior to the loud screeching noise.